Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A distributor performed a checkout of the equipment. The carrier board, com express board, and compact flash card were replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The distributor reported the unit went into a system reset. There was no report of patient involvement.